Manufacturer narrative:
Evaluation summary: the devices were not returned for evaluation and patient x-rays were not included. The comments on the hip registry report indicate that the dislocation was due to anterior capsular impingement. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2007 and that it was revised in 2008, due to dislocation..